Manufacturer narrative:
Per field service representative (fsr), the pump was operating as intended. The knob was not adjusting the speed of the pump due to an arterial pressure alarm. When there is an arterial pressure alarm the pump stops and cannot be controlled by the knob unless you restart the pump. The user facility was having intermittent arterial pressure readings and the fsr found the arterial pressure cable to be intermittently working. The cable is supplied by another manufacturer.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump was being used in the arterial position and was not working. The pump was able to be manually operated. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The user facility has exchanged the third party cable that was being used and there have been no other reported issues. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a procedure on (B)(6) 2018, the pressure cable was intermittently reading the pressure. The pressure cable along with the pressure transducer was a third party device. The field service representative (fsr) did check the entire system out, and all heart lung machine (hlm) components were working to specifications. The log analysis was done internally, and per the correspondence from the perfusionist, the initiation of bypass occurred around noon, and then it was finished around 1700. The log analysis confirmed that there are no indications of problems. There are arterial pressure indications of some connections concerns, but no impact to arterial device. The perfusion team had exchanged the third party cable and the hlm had been used since without issue.

Manufacturer narrative:
Per data log analysis, on 30-apr-2018, the centrifugal pump used as arterial was started/stopped/started before the perfusion screen was opened. (B)(6). There are no indications in the log that arterial centrifugal had issues. There are indications that art pres had some connections, but did not seem to impact the arterial pump.